Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load multiple cartridges. Reportedly, the cartridge was filled with 200 units of insulin. The customer's blood glucose (bg) level was elevated at 405 mg/dl with trace ketones. To address the bg level, the customer delivered a correction bolus with the pump; however, the customer overcorrected and bg level decreased into the 50's (mg/dl). To treat the low bg level, the customer consumed candy. The customer was able to successfully load a new cartridge and resume insulin delivery. It was confirmed that the customer will continue using the pump for insulin therapy.